Manufacturer narrative:
(B)(4) initially reported event under MFR report # 3002808486-2016-00782 new information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2013 via the left common femoral vein due to surgery and history of deep vein thrombosis (dvt). Plaintiff is alleging, chest pain, shortness of breath, deep vein thrombosis (dvt), pulmonary embolism (pe), pulmonary hypertension, heart block, pacemaker implanted, mental anguish.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "chest pain, shortness of breath, dvt, pe, pulmonary hypertension". Cook will reopen its investigation if further information is received. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. It is unknown if the reported chest pain, shortness of breath, dvt and pulmonary hypertension are directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.